Event description:
This lead was implanted on (B)(6) 2014 and remains implanted at this time. This is noted on (B)(6) 2014 due to atrial impedance of >3000 ohms noted on today's follow up. The physician was (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)